Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported fluctuating heart rate and having "passed out" one month after implant. The patient also reported that the right ventricular (rv) lead "maybe was loose". The rv lead remains in use. No further patient complications have been reported as a result of this event.